Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that patient faced infusion set cannula kinked event on (B)(6) 2026 and the blood glucose level of high and the patient was treated with correction bolus via pump and multiple daily injection.